Event description:
Customer called hologic technical support to report that the negative external control came up positive for sars-cov-2 assay ml: 308700, on the panther instrument sn: (B)(4). Customer reported that the affected external control was previously tested negative, then the external control was retested on wl: 003786-20220216-02 and was positive. Ts confirmed that the run was valid. Customer stated that they use a previous positive and a previous negative sample as their external controls.

Manufacturer narrative:
Ts reviewed the logs and explained to the customer that the negative sample may be a low level of detection for the assay, or this could be a result of sample mishandling. Customer performed monthly maintenance and ran environmental swabs (all came up negative). Ts learned that the customer took 20 known negative samples and ran the samples as the external control for the wl in question. Two of the known negative samples resulted positive. Ts explained to the customer that previously tested samples should not be used as controls as they could be low target samples. Customer acknowledged that they understood ts recommendations. Problem did not reoccur; no further issues were reported.